Manufacturer narrative:
A field service technician evaluated the device on-site at the clinic. System and applicators were evaluated; no issues found; the system and applicators meet candela specifications.

Event description:
On (B)(6) 2020, a customer provided information to candela, reporting that a (B)(6) female patient with fitzpatrick skin type 3 had dermal profound treatment to the face and neck area on (B)(6) 2020 resulting in hyperpigmentation to the right of her mouth and "severe" hyperpigmenation to the neck and under the chin; the areas affected have pitting or holes in the skin. Customer reported that the patient was treated with hydroquinone and exceed microneedling. Customer reported patient had recent sun exposure. Test spot was performed. Reported treatment parameters include temperature at 67 degrees celsius, 3 second duration, 2 mm pulse spacing, and 471 insertions. No picture(s) received to review severity of injury; event is being reported out of an abundance of caution.